Event description:
It was reported that approx 2 weeks following pump replacement the pt experienced intermittent drug withdrawal and overdose resulting in severe spasticity at times. The pump contained compounded baclofen and morphine. A catheter dye and rotor studies were performed one week in 2008, and confirmed that the pump was working and the catheter was patent, connected and aspirated easily. The pt was taken back to surgery nine days later, at which time the hcp programmed a priming bolus twice that clearly revealed that the pump was working. The catheter was removed entirely and revealed no holes or punctures when fluid was pushed through it. The new catheter was connected to the existing pump. There was no definitive issue identified to explain the pt's symptoms.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.